Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested replacements for connectors after experiencing issues with 8 units that would sit flush but would not turn to lock in place. The agent troubleshooted with the user and confirmed proper positioning at the 9 o¿clock mark and advised pressing firmly toward the pump before turning, but the issue persisted. Replacement connectors were processed to ship to the user. Bood glucose (bg) was not affected. No symptoms were reported during the event, and no medical intervention required at the time of call.